Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had an automatic inflation failure. It was later clarified that the reported issue was for an autofill failure. The patient had expired. It is unknown if the patient¿s death is attributed to the iabp unit. A separate report will be submitted for the involved intra-aortic balloon (iab).

Manufacturer narrative:
Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period dec 2019 through nov 2020 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to duplicate the reported issue and observed that the helium connect tube was kinked. The fse reconnected the tubing which corrected the issue. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site in block e is zj / the first people¿s hospital of (B)(4).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had an automatic inflation failure. It was later clarified that the reported issue was for an autofill failure. The patient had expired. It is unknown if the patient¿s death is attributed to the iabp unit.